Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer had failed and required maintenance. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found drawer 2.1 had failed and was reading as open. The back of the drawer was inspected, and the plunger spring was found broken and not forcing the latch into place. The plunger spring was replaced. A successful hardware test was completed in hta. The system functioned as intended after the field service engineer repaired the device.